Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implantation procedure, his equilibrium was off. He is not comfortable driving or walking. Things look larger from the surgical eye and distorted. The patient reported that edema was noted one week postoperative. Additional information was provided by the patient, indicating that the macular pucker was diagnosed prior to cataract surgery. The equilibrium is much improved. The surgeon did not see any edema at the last visit. The patient is on drops for the macular pucker and will continue to see a retina specialist to monitor the pucker.